Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 7 months. Device evaluation a partial pump end bend relief fracture was confirmed. Review of the submitted photos noted that the gray tubing and black shrink wrap appeared to be pulling away from the silicone sleeve, partially exposing the metal braided shield beneath. This image was inconclusive for any compromises to the integrity of the underlying wires. The pump was returned assembled with the driveline (dl) cut approximately 3.5 inches from the pump housing and the distal end was not returned. A partial pump end bend relief (pebr) fracture was identified approximately 1 inch from the pump housing. The rippled surface of the damaged area of the bend relief silicone suggests that this failure resulted from fatigue. Upon removal of the silicone sleeve, the clear bionate and metal braided shield were examined and no abnormal damage was identified. The returned portion of the driveline was tested for continuity and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during testing. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during the investigation of the returned device, a percutaneous lead (driveline) bend relief compromise on the internal portion of the driveline was discovered.

Manufacturer narrative:
Added conclusion codes. It was noted that the evaluation codes were inadvertently omitted from the initial medwatch report.